Event description:
Physician performed a retropubic inside-out approach. When sleeve was extracted through incision, sleeve was damaged at distal tip. Physician removed sling and implanted a second sling.

Manufacturer narrative:
Method: device is available. Results: investigation ongoing. Conclusion: no conclusion can be drawn at this time. Upon investigation completion, supplemental MDR will be submitted.